Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, repeated recoverable errors occurred on universal surgical manipulator (usm) 2. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse) at the end of the procedure. Tse confirmed the errors in the logs. Before the phone call, site disabled universal surgical manipulator (usm) 2 to continue with the procedure. Tse advised site to power cycle the system with emergency power off (epo); however, site did not want further troubleshooting at the time of the phone call while undocking the system. The procedure was completing as planned with no reported injury. After the procedure, site called back for further troubleshooting. Tse had site perform hard power cycle the whole system, and it was confirmed that no errors occurred upon powering up the system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site was able to complete the rest of the surgery without using the robot seeing as to how we were towards the end of the procedure and the surgeon did not want to continue utilizing it.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and in log review, 31226 and 1126 errors were found confirming the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp (psc fixture test platform) where it was found to be failing the cva (chipencoder virtual absolute - microe encoder pca (microe pn 188428) requires startup bump to get absolute pos) and friction very slow tests. While the definitive root cause could not be established, as a result of log error review in fa and the replication testing, it was concluded that the clock spring, parallelogram and rolling loop fiber assemblies are the potential root causes for this issue.